Event description:
Information received indicates the foot brake caster is not holding and wobbles.

Manufacturer narrative:
The technician replaced the worn brake caster and a rusted swivel caster to repair the bed.